Event description:
The customer reported that they smelled smoke and heard a popping sound coming from the crt (cathode ray tube) monitor associated with their beckman coutler act 5 diff cap pierce hematology analyzer. The customer immediately unplugged the workstation monitor. There was no reported impact to patient sample testing associated with this incident. There was no death or injury associated with this event and no-one sought medical attention. The customer confirmed that there is an exposure control / risk management plan in place at the facility. There was no need for fire extinguishers or for summoning the fire department as the incident was contained by immediately unplugging the workstation. Service was dispatched for this event and while on site the field service engineer (fse) checked the uninterruptible power supply (ups) and confirmed it was working fine, he attempted to power up the computer, however was unsuccessful. He replaced the computer re-entered the settings and verified repairs per established procedure. The root cause is unknown. The act 5 diff cp analyzer is compliant with the following safety ratings (B)(4).

Manufacturer narrative:
(B)(4).